Manufacturer narrative:
(B)(4). A follow up MDR will be submitted following evaluation.

Event description:
A peritoneal dialysis (pd) patient reported she was diagnosed with peritonitis on approximately (B)(6) 2016. During follow up, the patient's pd nurse reported the patient was diagnosed with peritonitis following a contamination event. The nurse reported the peritonitis was attributed to poor technique. The patient's effluent culture grew staphylococcus. The patient had been applying the catheter clamp before engaging the pin which resulted in back pressure that would dislodge the pin before she could cap it. The pin fell to the floor and was promptly picked up and placed into the catheter again. The patient admitted this following review of her technique. The patient was treated with antibiotics and the infection was resolved. The patient was not admitted to the hospital for the event at any time. Medical records were requested, however the request was denied per the pd clinic's policies. No medical records will be made available.

Manufacturer narrative:
The actual device was not returned to the manufacturer for physical evaluation. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification. The nurse reported the peritonitis was attributed to poor technique. The patient had been applying the catheter clamp before engaging the pin which resulted in back pressure that would dislodge the pin before she could cap it. The pin fell to the floor and was promptly picked up and placed into the catheter again. The patient admitted this following review of her technique.